Event description:
Customer reported blood glucose results of 340 mg/dl and 157 mg/dl within 10 mins on the aviva sys. Customer reported no symptoms, did not treat or act on the results. No adverse event reported. Strips not available for return, replacement sys sent.